Event description:
The pt ((B)(6)) was implanted with a percutaneous lead on (B)(6) 2011 for bilateral back, buttock, leg and feet pain. It was reported the pt's lead migrated out of the epidural space. The cause of the migration is unknown. Surgical intervention was undertaken on (B)(6) 2011 to address this issue. At that time, the pt's lead was replaced. Effective stimulation was recaptured for the pt following the procedure. The explanted lead will not be returned to the manufacturer.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.